Manufacturer narrative:
(B)(4). D10: cat# 00877502802 lot# 3232653 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat# 110010244 lot# 67149551 g7 osseoti 3 hole shell 52mm e. G2: foreign: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 week later due to dislocation. Attempts have been made, and no further information has been provided.